Event description:
The customer reported the unit would not power on.

Manufacturer narrative:
The customer reported the unit would not power on. The unit was evaluated at philips and the reported symptom was duplicated. Replacing the power pca resolved the reported issue.